Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as the ¿set cannot connect to the mini cap tightly¿. This occurred after treatment of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed and there were no issues observed. The set was leak tested with the returned minicap attached to the female connector and a leak was observed beneath the minicap. The set was re-tested with an in lab minicap attached to the female connector and a leak was observed beneath the minicap. There were no issues connecting or disconnecting the minicap, therefore the reported connection issue was not verified. The damaged female connector was the cause of the leak. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.